Event description:
The manufacturer received information alleging a service required message occurred on a trilogy evo ventilator. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Replacement of the affected part necessary to address the issue.

Manufacturer narrative:
The manufacturer received information that a trilogy evo ventilator was returned for preventative maintenance as the device emitted a service required code indicating device maintenance was required. There was no patient involvement, and no harm or injury was reported. Based on the service evaluation of the device, there is no evidence indicating a reportable malfunction occurred or that therapy was affected. The device did not present a specific failure mode or failed component(s). Preventative maintenance was completed and replacement of components under the service schedule for the device was completed. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur.